Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 03-jan-2023. H6: investigation summary a device history record review was completed for provided material number 309110 and lot number 2209300. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. Through sample analysis, leakage was observed. It has been concluded that the leakage most likely resulted from damage to the plunger lip. This type of damage may result during the handling of the product through the manufacturing process or within the plunger assembly machine.

Event description:
It was reported that the bd discardit¿ ii syringe experienced leakage past the stopper. The following information was provided by the initial reporter: plunger leakage.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii syringe experienced leakage past the stopper. The following information was provided by the initial reporter: - plunger leakage.